Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and dissection are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, in native coronary vessels or saphenous vein bypass grafts. It is unknown if the IFU deviation contributed to the reported event; additionally, the IFU states: note the product use by date specified on the package. It is unknown if the IFU deviation contributed to the reported event; a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- use after expiration; device code 1494 - incorrect anatomy. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.8 x 26mm graftmaster referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that after deployment of a non-abbott stent in the iliac artery, a perforation was noted mid-stent. A 4x19mm graftmaster stent was successfully deployed, and resolved the bleeding within the stented area, but a distal dissection was noted along with new retrograde bleeding. A 2.8 x 26 mm graftmaster stent was then successfully implanted, treating the dissection and sealing the perforation. At the time of implantation, it was noted that both graftmaster stents were implanted past their expiration dates. Per the physician, the use of the devices saved the patient's life and from having surgery.